Event description:
During a preventive maintenance the co rep observed that the push/pull resistor switch was intermittently not functioning. As a result the systolic and diastolic pressure readings were not being displayed. The pressure trigger was functioning normally.